Event description:
Pt treated for eye infection while using complete moisture plus contact lens solution, lot #aa03808, exp. Nov 2007, initial symptoms were blurred vision, scratchy eye pain, and inability to wear contact lenses. Infection treated with antibiotic ointment for 3 weeks. Symptoms subsided without evident permanent damage. Dose or amount: slight eye contact. Frequency: daily. Route: ophthalmic. Dates of use: 2 months. Diagnosis: soaking contact lenses.